Event description:
It was reported that a start new sensor prompt occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2024. The patient experienced hypoglycemic events and lost consciousness. The patient was not able to remember what the continuous glucose monitor (cgm) device was doing at the time of the onset of symptoms, but when the patient regained consciousness, the cgm display showed ¿start new sensor.¿ on the day of the event, around 10 pm, the patient passed out, and their wife called the emergencies. When the paramedics took a fingerstick, the blood glucose reading was 19 mg/dl, and the patient was treated with intravenous d50. The patient was brought to the hospital where she was treated with more intravenous fluids. The patient regained consciousness at the hospital and was discharged after nearly 15 hours. Before leaving the hospital, the blood glucose reading was 296 mg/dl. There was no documentation of further medical intervention. At the time of the report the patient was fine and okay. Data was provided for investigation. A wearable failure was found in connection to the allegation. The allegation was confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.